Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of air in the line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced air bubbles/air in line. The following information was provided by the initial reporter: it was reported tubing had air bubbles in line. Unfortunately the staff did not complete our facility¿s form detailing the patient information, lot number, etc. We do know it was an alaris pump that was used but I do not know the model number. Also, the product was not saved. Our user facility had venofer running on a primary line as well as peg.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. . Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of air in the line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Yo. Investigation conclusion: no product will be returned per customer. No investigation was performed. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced air bubbles/air in line. The following information was provided by the initial reporter: it was reported tubing had air bubbles in line. Unfortunately the staff did not complete our facility¿s form detailing the patient. Information, lot number, etc. We do know it was an alaris pump that was used but I do not know the model number. Also, the product was not saved. Our user fcility had venofer running on a primary line as well as peg.